Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "the cuff was found leakage during function test prior to use on patient." There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there stains on the clear cuff. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff maintained pressure at 25 mbar; however, the clear cuff could not be inflated. The clear cuff was observed under magnification and a large punch hole was observed. There is a 100% leak test conducted at the manufacturing facility whereby any defects would be detected prior to release. A device history record review was performed and there were no issues found that could relate to the reported complaint. (Con't) other remarks: the complaint of leakage was confirmed; however, a root cause for the issue could not be determined. During the visual inspection, stains on the cuff were observed and it is suspected this tube has been used by the end user. It is possible that the failure could be induced during use, although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "the cuff was found leakage during function test prior to use on patient." There was no report of patient impact or consequence.